Event description:
Per the independent repair center, the customer alleged problem is a noisy unit and the key failure is the compressor has worn cup seals as stated on the repair statement malfunction on this device is alarming/red light and the key failure compressor cup seals are worn.